Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
A friend of the patient's daughter reported that the battery "has died" and that the device should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5568-53 implantable pacing lead, (B)(6) 2009; 4543 competitor implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.